Manufacturer narrative:
Additional information was provided indicating that the vessels were heavily calcified and there was no negative consequences for the patient. No further information is available. Complaint conclusion: during an angiogram, the physician could not access the arteria renalis using a 4f tempo catheter. Attempts to remove the catheter from the sheath were unsuccessful. Upon flushing, a slit was noted in the catheter. The catheter and the sheath were successfully removed as a unit. The returned device was received for analysis without the hub. There was no reported patient injury. The procedure was angiographic imaging of the kidney with caudal orientation of arteria. Renalis. The access site was trans-brachial using a non-cordis sheath and wire. Vessel characteristics were noted to be heavily calcified. The catheter was also noted to be severely twisted upon removal. Attempts to obtain further information were unsuccessful. A non-sterile diagnostic catheter cath tempo 4f mp a1 (I) 125cm was received coiled inside a plastic bag. Per visual analysis, the catheter was received without hub. The unit was inspected under vision system and separation edges exhibited twisting and elongation characteristics at the separation point. Besides, kinked condition was found on the body shaft of catheter at 7.0 cm, at 8.5 cm, at 9.5 cm and at 13.0 cm from distal. Dry blood clots were observed on distal end of catheter. Also, per visual analysis, the catheter's shape was inspected for anomalies and in spite of damage condition of unit as received, no shape relaxation or anomalies found on shape distal part of unit. The catheter od and ID were measured near to twisted and separated condition observed, near to the kinked conditions found and also on the tip od and results were found within specification. Functional analysis to verify the compatibility against sheath and to insert the catheter through the sheath could not be performed due to the twisted and kinked damage condition of catheter as received. Nonetheless, a functional analysis was performed to compare the catheter's shape against shape master, finding the catheter¿s shape within the tolerance zone specified by the drawing. Controls are in place to verify the catheters for kinked conditions and damages on the diagnostic catheters; the produced catheters are inspected 100% before leaving the facility. Also, several inspections are performed through all the diagnostic catheters assembly process operations. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without angiographic films of the event, the reported "catheter/body shaft-cannulation difficulty" could not be confirmed. Additionally, the "catheter/body shaft-withdrawal difficulty through sheath" could not be confirmed as functional analysis could not be conducted due to the condition of the returned catheter. However, "catheter (body/shaft)- puncture/cut" and "catheter-luer hub-separated" were confirmed by analysis. The exact cause of the reported issues could not be conclusively determined. Based on the information available for review, vessel characteristics (heavy calcification) may have contributed to the difficulty experienced by the customer when attempting to cannulate the target lesion. Damage to the device ("severely twisted", puncture/cut) may have occurred due to this cannulation difficulty and/or handling factors ultimately contributing to the withdrawal difficulty and hub separation. Analysis notes that the catheter presented evidence of twisting and elongation at the separation point which may indicate that force was used on the device during manipulation in the vessel. Neither the information available for review, DHR, nor the analysis suggests that the reported complaint is related to the manufacturing process of the device. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported by the affiliate, it was not possible to access the a renalis with the 4f tempo catheter and the physician tried to withdraw the catheter which was not possible. While flushing the catheter, it was observed that the catheter was slit and therefore, it could not be withdrawn through the sheath. The catheter had to be removed together with the sheath. After removal, it was observed that the catheter was totally twisted. Transbrachial access with 4f terumo sheath and .035'' terumo wire. Vessels were heavily calcified. Procedure: angiographic imaging of kidney; caudal orientation of a. Renalis. There was no patient injury reported. The device was returned for analysis. Preliminary device evaluation revealed that the hub was detached and not included.